Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy procedure, the stapler mis-fired when fired across renal vessels. The case was converted to open; however, this may not have been associated with the device. Further details are being sought about the event, such as event demographics and patient condition.